Event description:
Healthcare professional reported "deflation". Later patient reported "rupture" for a saline device and "exchange". This record is for right side. Device remains implanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.4, d.6b, h.4, h.6.

Event description:
Healthcare professional reported "deflation". Later patient reported "rupture" for a saline device and "exchange". This record is for right side. Device was explanted.